Manufacturer narrative:
The manufacturer previously reported that a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the active exhalation control module failed a test step during testing. The investigation evaluation has been completed and the device failed service testing due to the active exhalation control module. The manufacturer recommended replaced the active exhalation control module but the customer requested not to have it replaced. The service on the device is considered non-confirming. The manufacturer also recommended replacing the blower because the operating time has reached 21,500 hours but the customer requested not to have that replaced as well. Repair testing, alarm check, battery check, run in tests, and cleaning were performed. The unit operated properly.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the active exhalation control module failed a test step during testing. The investigation is still on going. A supplemental report will be filed once the investigation is complete.